Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6).

Event description:
It was reported that in-stent restenosis (isr) occurred possibly due to allergic reaction. In (B)(6) 2018, the patient presented with a subtotal occlusion of the proximal left anterior descending (lad) artery and timo flow 1. The lesion was treated with pre-dilation of a non-bsc balloon catheter, followed by placement of a 3.00 x 24 synergy drug-eluting stent at 14 atmospheres. Post-dilation was performed with a non-bsc balloon catheter. Post-procedure, residual stenosis was 0%. The patient was stable and discharged on anticoagulant drugs on the same day. In (B)(6) 2018, coronary angiography was performed and isr extending from the proximal to mid lad was noted. The isr was treated with two non-bsc balloon catheters. Post procedure, residual stenosed was 0%. The event was considered as recovered. In (B)(6) 2019, 99% isr was noted in the proximal lad extending up to mid lad. The opening of the first diagonal (d1)and second diagonal (d2b) had timi flow 2. The physician used a 3.5 x 15mm quantum balloon and a non-bsc balloon to dilate the synergy stent. Post procedure, residual stenosis was reported as less than 30%. In (B)(6) 2019, coronary angiography was performed. Isr was noted in the proximal lad extending up to mid lad, subtotal occlusion, and d1 and d2 had timi flow 1. Intravascular ultrasound (ivus) was performed and indicated the neoinimal proliferation of the previous stent was severely hyperplasia. A 15 x 2.5mm quantum balloon was used to expand the synergy stent at 14-18 atmospheres. Post procedure residual stenosis was less than 30%. The physician requested a synergy demonstration for allergy testing. No further complications were reported and the patient's status was stable.